Manufacturer narrative:
The device was received for evaluation. A visual inspection via naked eye was done and observed embedded particular matters at the tip protector of the cannula lever lock. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported contaminants were observed inside "the cannula" of an interlink vented secondary medication set. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.